Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported that the stoma is inflamed since (B)(6) 2019. The patient began receiving intravenous antibiotics 3x500mg metronidazole and 1x2g ceftriaxone for 5-7 days. A dressing change will be performed daily, laboratory controls and an inspection by a surgeon will take place.